Event description:
It was reported that when using the bd pyxis¿ es server failed to log in to the workstation. When the customer attempted to log in, they received an error message stating "unexpected data error occurred, cannot open the database". However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the log in to the station and received an error stating an unexpected data error occurred, the database could not be opened, and the login failed. A technical support specialist (tss) dialed into the test server and identified that services were not running, with the system not rebooted for 278 days. Tss rebooted the server, reduced the database size for all three test stations. The tss dialed into the test server, rebooted it, and started all the necessary services. The test stations iitrain1, iitrain2, iitrain3, and ittrain6 were operational. The system functioned as intended after technical support specialist troubleshot the device.